Event description:
A center director reported that seven months following primary, bilateral lasik surgery, a patient had a lasik enhancement in the left eye. The corneal flap was lifted and rinsed during the enhancement, tear of the flap occurred, and the patient developed striae. The patient reported feeling discomfort in the left eye. In a follow up, the center director reported that the striae had resolved within three weeks, and the corneal flap was healing nicely. The patient was doing well at the last postoperative visit.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).